Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'constant upstream occlusion' was verified through the a review of the event history log by the presence of multiple "upstream occlusion!¿ alarms. Evaluation revealed that the cause was a ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion. There was no patient involvement. No additional information is available.